Event description:
A 4.0mm cannulated screw was implanted in 2001. Whiling looking at an x-ray to check for placement, surgeon noted the screw threads had sheared off into the patient's patella. The threads were removed from the patient but the rest of the screw was left in the patient.